Manufacturer narrative:
Concomitant medical product: product ID: (B)(6) , implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads dislodged one-week post implant. The leads remain in use. No patient complications have been reported as a result of this event.